Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with insulin. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully.